Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr 2.2 inr. Donor #1 hct: 42%. Donor #2 hct: 37%. Donor #1: master lot: 2.8 inr. Donor #1: customer's strips and meter: 2.7 inr. Donor #2: master lot: 2.2 inr. Donor #2: customer's strips and meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4).

Event description:
The customer¿s caregiver complained of erroneous inr results when testing the patient on coaguchek xs meter with serial number (B)(4). The patient was initially tested on the meter at 10:52 a.m. And the result was 7.5 inr. At 10:55 a.m. The result on the meter was 4.8 inr, the result at 10:59 a.m. Was 7.8 inr and the result at 11:59 a.m. Was > 8.0 inr. A new finger was used for each test. The caregiver held the patient¿s coumadin dose based on these results since her inr result was high on (B)(6) 2017. The patient¿s coumadin dose was held for a couple of days based on a result of 3.8 inr on (B)(6) 2017. The caregiver will check with the doctor to see about performing another test. The caller stated that the first 3 tests on the meter were performed with the meter at an angle with the meter display face up. The patient¿s therapeutic range is 2.0-3.0 inr. There was no allegation that an adverse event occurred. The patient is stable. The patient is not anemic, has no antiphospholipid antibodies and is not on heparin therapy or direct thrombin inhibitors. The patient hasn't been eating well as she has been sick. The patient has been drinking more gatorade because her sodium has been low. The patient is not experiencing any abnormal bleeding or bruising. The meter and strips were requested for investigation. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.